Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing was leaking normal saline when a nurse went to push medication through the y-site right below the pump. The tubing was clamped, the infusion was stopped, and the tubing separated. Then the hub (y site) popped off the tubing. A new tubing set had to be primed which caused a delay in treatment. No patient harm occurred from this incident.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed), and d.11. The customer¿s report that the tubing set leaked and separated was confirmed based on visual inspection. The cause of the leak was due to the noted separation at the engagement of the tubing and second smartsite port's inlet components. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement along with the tubing not being fully inserted. The separation was at the engagement of the pvc tubing and inlet of the second smartsite port components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the open smartsite end, a gap was observed indicating that the tubing was not fully inserted. The root cause was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing was leaking normal saline when a nurse went to push medication through the y-site right below the pump. The tubing was clamped, the infusion was stopped, and the tubing separated. Then the hub (y-site) popped off the tubing. A new tubing set had to be primed which caused a delay in treatment. Although it was noted that there was a delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.